Event description:
It was reported that a spectrum pump would not recognize when the door was open or closed. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, 'not recognize when the door was open' was reproduced. A review of the event history log revealed 'shut door - power off' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification link screws and causing the link to bind. The link and link switches requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.